Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following information obtained from the journal article entitled: the successful management of early rupture of abdominal aortic aneurysm with endovascular stenting and instent stenting for endoleak following evar; a case report cengiz ozturk, atila iyisoy, erol gursoy, turgay celik, adem guler, mehmet ali sahin, ugur bozlar, ardi rreka, ahmet ozturk, sevket balta (international journal of cardiology 207 (2016) 152¿156) http://dx.doi.org/10.1016/j.ijcard.2016.01.151. An endurant ii stent graft system was implanted in patient for endovascular treatment of a 56.5x64 mm diameter early ruptured abdominal aortic aneurysm on an unknown date. It was reported that during the index procedure, the endurant stent graft system was successfully implanted with no evidence of endoleak or vascular complication. Four days after the index procedure, the patient had abdominal pain and the hemoglobin level was 8.3. The patient received two units of blood transfusion. A cta scan was performed and showed marked 16 mm crescent shaped, hypoechoic enlargement of the anterolateral hematoma and persistent extravasation from the aorta at the level of the proximal part of the stent. There was an endoleak. There was also enlargement of the aneurysm and intra-abdominal hemorrhage. The physician decided to perform urgent secondary intervention. The physician implanted an endurant 20x20x82 and an endurant 16x20x82 stent graft into the previous stent grafts and region of the endoleak. The events were resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.